Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with syncope, dizziness, and a reported fall. Upon device interrogation, it was determined that the right ventricular (rv) lead and the right atrial (ra) lead had triggered lead safety switches (lsss) due to intermittently low out-of-range pace impedance measurements less than 200 ohms. The out-of-range pace impedance measurements were suspected to have been attributed lead insulation degradation, because the leads had been implanted since 2005. Due to the switch to unipolar, there was farfield signal oversensing on the atrial channel, pacing inhibition, and the patient's heart rate fell below the lower rate limit (lrl) of 60 beats per minute (bpm). No pacing inhibition was noted in the rv due to aai programming. The rv lead exhibited undersensing, non-capture, and elevated thresholds in bipolar. Low r-wave amplitudes were noted in unipolar, but were sensed. The ra lead was programmed to bipolar, the rv was programmed to unipolar, and both were programmed to an output of 7.5v@1.2ms. Technical services (ts) reviewed troubleshooting/programming options, and the physician was considering lead revision or a leadless pacemaker. This pacemaker system remains in service. No additional adverse patient effects were reported, and no interventions were performed at this time.